Manufacturer narrative:
Reporting institution name; address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the device displayed a primary alarm failure. There was no patient involvement when the issue occurred, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer confirmed the reported problem (primary alarm failed). The service engineer checked the equipment and found that the cpu board was faulty. The service engineer replaced the cpu board. The testing and visual inspection passed. The device was returned to full functionality.